Manufacturer narrative:
(B)(4).

Event description:
It was reported that the imaging catheter became stuck with the lesion and removal difficulty occurred. The 90% stenosed, 26mm in length, target lesion was located in the moderately tortuous and severely calcified and 3.0mm in diameter proximal right coronary artery (rca). During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was selected for use. However, when the opticross¿ was pushed, it became stuck. The device was able to be removed by pulling the device and the 0.14 wire together, subsequently, the removed wire was inserted again to check the stent dilation but severe resistance was felt in the stent area and it was unable to cross. The opticross¿ imaging catheter was then replaced with another of the same device and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Updated: device evaluated by MFR.?, eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: a damaged was observed on the distal tip assembly. During the functional inspection, the telescope assembly was able to properly pull back, advance, and retract. It was observed that the catheter flushed normally, additionally, a test guidewire (0.014") was inserted and there was no indication of resistance in tracking the guidewire into the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the imaging catheter became stuck with the lesion and removal difficulty occurred. The 90% stenosed, 26mm in length, target lesion was located in the moderately tortuous and severely calcified and 3.0mm in diameter proximal right coronary artery (rca). During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was selected for use. However, when the opticross¿ was pushed, it became stuck. The device was able to be removed by pulling the device and the 0.14 wire together, subsequently, the removed wire was inserted again to check the stent dilation but severe resistance was felt in the stent area and it was unable to cross. The opticross¿ imaging catheter was then replaced with another of the same device and the procedure was completed. No patient complications were reported.